Event description:
The physician reports performing cataract surgery with implantation of the alcon restor iol in the pt's left eye in 2006. Postoperatively, the pt experienced halos and blurry vision and the restor iol was exchanged for the b&l crystalens iol the following month. Post lens exchange the pt had a refractive error secondary to lens vaulting. There was no bcva decrease associated with the vaulting, however, a yag capsulotomy was performed. The physician attributed the event to the pt's preexisting condition of keratoconjunctivitis sicca.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the reported problem of a refractive error was related to vaulting of the lens.